Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). An intra-operative impedance check showed contacts 0-7 were greater than 20 ,000. The cause remains unknown. The healthcare professional (hcp) attempted to clean and reseat the lead into the ins two times but a repeat impedance check showed the same. All results were tested at 1.5 volts. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they were unsure what "getting bacterial tingling" meant. The patient was getting effective tingling though.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting no action was taken to resolve the high impedances. The issue was not resolved, however, the patient was getting ¿bacterial¿ tingling and great relief with programming usable lead. Follow up is being done to clarify what "bacterial" tingling means.